Event description:
It was reported that the li61aor intraocular lens was inserted into the pt's left eye and removed intraoperatively due to the presence of a posterior capsule tear and vitreous in anterior chamber. An anterior chamber lens was then implanted successfully. The pt's prognosis is unk and treatment include eye drops/medications. Additional information has been requested to clarify whether the capsular tear occurred prior to iol insertion. No additional infuriating has been received by bausch and lomb to date. Please reference MDR# 1119279-2012-00104 for the delivery device.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found both haptics bent. The delivery device was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the returned condition of the lens (bent haptics). Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.